Event description:
It was reported that patient underwent salvage knee procedure in 2008. During procedure, it was discovered that the axle component did not fit into the customized yoke component. A forty (40) minute delay in the procedure was experienced. Standard line product was available to complete the procedure.

Manufacturer narrative:
There have been no trends identified related to this type of event. Report was filed on august 12, 2008.